Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide did not deploy. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.